Event description:
On 9/20/99 the account reported an aeroset glucose of 61 mg/dl. The nurse questioned the result as she had obtained a >400 mg/dl result on a glucometer. The pt was redrawn and rerun with a result of 405 mg/dl. The original sample was then repeated and was 405 mg/dl. The customer stated that the original sample may have had a bubble or fibrin present. The pt was in a coma and the incorrect result delayed treatment by aprroximately 1 hour. No injury reported.